Manufacturer narrative:
(B)(4). Batch # 542a14. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Patient is released from hospital. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with the reload pan partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 542a14, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure they were trying to install the ecr60d into the plee60a, during installation they had difficulty in loading the reload into the stapler which lead to the reload being damaged, this occurred for both reloads. No patient consequences reported. No further information is available.